Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included asthma, anemia and ovarian cyst. Concomitant products included ergocalciferol (vitamin d2), lactobacillus acidophilus (acidophilus) and metronidazole (flagyl). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), nausea ("nauseated/ nausea"), rash ("large, mosquito bite like rash"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), hypoaesthesia ("loss of feeling in hands"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition type: digestive"), alopecia ("hair loss") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), mental disorder ("psychological or psychiatric problems condition: needed counseling"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder") and capillary fragility ("were you advised of any complications from your essure removal procedure? Yes-a capillary was torn"). The patient was treated with antibiotics, metronidazole, terconazole, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, nausea, rash, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, hypoaesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, dyspepsia, alopecia, depression and capillary fragility outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, capillary fragility, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as per pfs: date of insertion of essure in initial follow up: -(B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included asthma, anemia and ovarian cyst. Concomitant products included ergocalciferol (vitamin d2), lactobacillus acidophilus (acidophilus) and metronidazole (flagyl). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), nausea ("nauseated/ nausea"), rash ("large, mosquito bite like rash"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), hypoaesthesia ("loss of feeling in hands"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition type: digestive"), alopecia ("hair loss") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), the first episode of vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), mental disorder ("psychological or psychiatric problems condition: needed counseling"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), the second episode of vulvovaginal pain ("vaginal pain") and capillary fragility ("were you advised of any complications from your essure removal procedure? Yes-a capillary was torn"). The patient was treated with antibiotics, metronidazole, terconazole, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, nausea, rash, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, hypoaesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, dyspepsia, alopecia, depression, the last episode of vulvovaginal pain and capillary fragility outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, capillary fragility, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of vulvovaginal pain and the second episode of vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as per pfs: date of insertion of essure in initial follow up: -apr-2016. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received. Event added: mood swings, abnormal bleeding (vaginal, menorrhagia), vaginal infection, nauseated/rashes, apareunia (inability to have sexual intercourse), psychological or psychiatric problems, large, mosquito bite like rash, bladder or urinary problems or changes, migraines, headaches, nausea, loss of feeling in hands, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),vaginal discharge, fatigue,gastrointestinal or digestive system condition type: digestive, hair loss and were you advised of any complications from your essure removal procedure? Yes-a capillary was torn were added. Concomitant drugs were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.